Manufacturer narrative:
Upon inspection of the returned device, the quality systems specialist stated that the bend in the device was the result of over-articulation. The padlock clip defect closure system instructions for use states the following, "note: check to ensure that the scope is inserted completely into the endoscope mounting feature of the delivery housing and that the delivery housing is not expanded. Too tight of a fit can expand the endoscope mounting feature making the pushing mechanism sluggish and allow the clip to get hung up on deployment, especially in retroflexion. Do not remove the handle stay until endoscope with loaded padlock clip defect closure system is in position over defect and ready for deployment. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Once the handle stay is removed, keep hands and fingers clear from the delivery housing distal tip so that an accidental release of the padlock clip does not result in personal injury. Once the handle stay is removed, use caution in handling thumb actuator button to prevent inadvertent deployment of the clip." The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. A steris quality systems specialist offered in-service training on the proper use and operation of the device; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
Steris endoscopy has requested the return of the padlock clip subject of the event. The investigation for the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the padlock clip would not deploy, which resulted in the cancellation of the procedure. No report of injury.